Event description:
It was reported that screws broke at an unspecified time post-operatively. The patient underwent surgery to repair the pedicle screw construct. The surgery was reported to have been completed successfully.

Manufacturer narrative:
Device evaluation: two broken screws were returned for evaluation. A review of the device history record did not identify any applicable non-conformity to specification for this production lot. The investigation remains open pending evaluation of the returned devices.